Event description:
A report was received regarding a patient who was treated for a slipped capital femoral epiphysis scfe. The patient was implanted with a synthes scfe screw on an unspecified date in 2011. The patient sustained an additional slippage of the femoral head causing the screw to break. The patient was returned to the operating room on (B)(6) 2013 for removal of hardware and revision of fixation right femur. The hardware was removed, however the distal fragment was left in the patient to preserve anatomy. The patient was revised to 7.3mm cannulated screws. It is reported that the procedure was completed successfully. This is report number 1 of 1 for (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. (B)(6). Implant date: unspecified date in 2011. A review of synthes device history records revealed that the 7.3 mm cannulated scfe screw was inspected to the synthes incoming final inspection sheet and the product conformed to all requirements. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed, no conclusion could be drawn, as no product was received.